Event description:
Per device explantation report, there was a direct trauma to the implant leading to device failure. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Per device explantation report, there was a direct trauma to the implant leading to device failure. The user was re-implanted on (B)(6) 2023.